Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs0003 showed no other similar product complaint(s) from this lot number.

Event description:
Bd sales rep called ms&s asking if the guidewire in the powerpicc provena kit, s1274108d5 is MRI compatible. Rep states a facility sheared the guidewire during placement and want to perform an MRI to help locate the piece in the body. Ms&s explained that this guidewire in metal (nitinol) and has not been tested in MRI. We do not have MRI safety information for this guidewire. On 06/04/2019- additional information from the facility stated, "procedure performed with pre- and post cxr and no notice of the foreign body in the lung. Discharged. Readmitted (B)(6) 2019 and was found on cxr. Nothing from nurses who placed that there was any indication of a problem at the time placement. After looking at the record we determined that a piece of guidewire is the only possible accounting for the foreign body."